Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed replace battery now. The anomaly persisted after a replacement battery cap. The battery lasted about 4 days and the insulin pump powered off. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The date of this report provided in the initial report was incorrect. The corrected information will be provided in this report.

Manufacturer narrative:
The pump passed all functional testing, including the rewind, prime/seating, basic occlusion, occlusion, force sensor, and displacement tests. The detailed trace analysis confirmed the pump error 25 and low battery alarms were triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly. No unexpected replace battery now alarms during testing noted. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.